Event description:
It was reported that a patient death occurred. A ranger balloon was selected for a procedure during a non-boston scientific workshop. The ranger balloon was used in addition to a jetstream sc atherectomy catheter, a jupiterfc, a thruway14, and non-boston scientific devices. It was reported that the next day or the day after, the patient died. Boston scientific has been unable to obtain additional information, despite good faith efforts.

Manufacturer narrative:
B2. Date of death: it was estimated that the date of death may have occurred one to two days after the procedure date of (B)(6) 2024. B3. Date of event: estimated based on the date boston scientific became aware of the event.